Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy fluid. On an unreported date, the patient was hospitalized and began treatment with intraperitoneal injection of amikacin (200mg in first and third bag, discontinued on unreported date) for the event. Eight days after event onset, the patient was discharged from the hospital and has recovered from the event. Dianeal therapy was ongoing. No additional information is available.